Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving fentanyl (2000 mcg/ml at 559.6 mcg/day) via an implanted pump. The patient reported that he felt that his pump wasn¿t working as well as it previously had. Due to the questionably efficacy, the patient¿s physician attempted a catheter dye study, but was unable to aspirate the catheter. There were no environmental, external, or patient factors found that may have led or contributed to the issue. The patient underwent catheter replacement surgery to resolve the issue. During the procedure, the surgeon pulled hard on the catheter to remove it and tore it apart. It was noted that the issue was resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, l53975, implanted: (B)(6) 1999, explanted: (B)(6) 2023, product type: catheter. Product ID: 8596sc, serial# (B)(4). Implanted: (B)(6) 2011, explanted: (B)(6) 2023. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), UDI#: (B)(4) ; product ID: 8596sc, serial/lot #: (B)(4), ubd: 24-nov-2011, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.